Event description:
It was reported that the patient needed a healthcare provider (hcp) who could check the pump if something was wrong. The patient was being sent for a magnetic resonance image (MRI) with a different hcp. The reporter indicated that she was having issues with the pump. The tubing ¿might be leaking¿ and the patient was experiencing withdrawal. The patient started having issues and the tubing started leaking ¿just recently¿. It was noted that the pump had ¿given her life back¿. Before the pump, the patient was bedridden and currently the patient could walk. The device contained morphine. Additional information was requested but was not available at the time of this report.

Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2011, product type: catheter. (B)(4).